Manufacturer narrative:
Additional information was received that there was no infection and the reason for explant was due to patient needed to have magnetic resonance imaging (MRI).

Event description:
A report was received that the patient underwent explant procedure because of infection. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead; model#: sc-4316, lot #: 20339946 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent explant procedure because of infection. No device malfunction suspected.